Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary testing found the device was returned in an eri (elective replacement indicator) condition. No anomalies found during functional test. Analysis of performance data from the device found the device had been programmed. Low battery voltage readings were possibly the result of storage temperature. Interrogation is harder to acquire due to telemetry a does not uplink every frame when in eri.

Event description:
It was reported that, while getting ready for the implant, the clinical specialist was unable to interrogate the device while it was still in the sterile package. The device was not implanted.